Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional reporter device history: lot part: 03.168.009, lot: 170386-101, manufacturing site: (B)(4), supplier: leitner ag, release to warehouse date: 16.mar.2018. The device history record shows this lot of 10 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation site: (B)(4). Selected flow: 2 device interaction/functional. Visual inspection: the received parts are in good and faultless condition. There is no relevance which would contribute to the reported problem. The received condition does not agree with the complaint description. Functional test: the functional test was passed successfully. The parts could be locked and unlocked as intended. The connecting screw (mentioned as "dial" in complaint description) could be turned in and out without any problems and force (see attached pictures). The complaint could not be replicated with the returned devices. This complaint is classified as not confirmed. No product problem could be identified. No further investigations are required per selected investigation flow in w-m-s080 appendix a as there was no problem identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, the patient had an open reduction internal fixation with femoral neck system due to femoral neck fractures. After the implant (the plate with the bolt) was mounted onto the insertion handle, the surgeon tried to tighten the dial of the insert. However, the dial could not be rotated manually. The surgeon inserted an unknown kocher forceps into the hole on the dial and could rotate it. The surgery was successfully completed with a thirty (30) minutes delay. There was no adverse consequence to the patient. Concomitant device reported: unknown kocher forceps (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).